Event description:
Olympus received a medwatch, which stated, "during bronchoscopy, a small round piece of material was found and retrieved. Piece was determined to be the tip of the second bronchoscope that was used during the same procedure. No harm to pt since broken tip was broken during procedure and removed/retrieved."

Manufacturer narrative:
Olympus followed up with the user facility via telephone and in writing to obtain add'l info regarding the report, but no detailed info was provided regarding the reported event. The device referenced in this report was returned to olympus for eval. The eval revealed the bending section cover glue was missing from the distal end, which caused the device to fail the leakage testing. The bending section cover was dented, and the distal end cover was chipped, deformed and appeared to have thermal damage from an unk source. The light guide lenses were cracked internally. The insertion tube, light guide tube, bending cover, bending cover glue, electrical connector burndy pins, and light guide fiber bundles were all determined to be non-olympus parts, and there was further evidence of non-olympus repairs on the device. The distal end cover was chipped at the instrument channel opening, and the light guide lens was cracked. There were scrape marks observed in the instrument channel near the bending section area. Review of the device instrument history showed that the bronchoscope had never been serviced by olympus since the device was initially purchased on (B)(4) 2002. Based upon the investigation result, olympus could not conclusively determine the exact cause of the user's experience. Physical damage and the use of non-olympus parts and repairs could not be ruled out as contributory factors. The device is awaiting approval of the service from the user facility. This report is being submitted as a medical device report (MDR) in an abundance of caution.